Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure difficulties were encountered extending and retracting the helix on the right atrial (ra) lead and the right ventricular (rv) lead. The leads were replaced. No patient complications have been reported as a result of this event.